Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a pin hole leak in the tubing at pinch valve pv49. The fse replaced tubing at pinch valve pv49 to resolve the issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the needle cartridge of the coulter lh 500 hematology analyzer leaked about 20 ml of diluent onto the counter while running 5c controls. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing a lab coat, gloves, and eye glasses at the time of the incident. No erroneous patient results were generated for this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.